Event description:
It was reported that prior to starting a da vinci si surgical procedure, the tips on the pk dissecting forceps instrument were observed to be misaligned.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip was bent, causing side to side misalignment of grips. There is a .055 offset at the tips, indicating that overloading at the tip occurred. The instrument passed electrical continuity testing. Engineering evaluation also found that the pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp remained installed in the clevis. The clevis did not exhibit any damage or wear marks.